Event description:
Philips received a complaint by the customer on the v60, indicating that there is an o2 manifold leakage and is requesting parts ID for a replacement o2 manifold. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The o2 manifold allows the user to easily transition from wall oxygen to tank oxygen sources without interruption.

Manufacturer narrative:
H10: the customer replaced kit,o2 transport,cart to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.